Event description:
It was reported that the patient had a loss of therapeutic effect. The reporter stated that the patient¿s therapy was working, but then suddenly stopped three to four months prior to the report. He had been wetting the bed and had a lot of urinary tract infections (uti). They thought the uti¿s were the issue, but they were done at the time of the report and the patient was still having symptoms. He had an appointment to see the urologist scheduled for (B)(6) 2014 and there was supposed to be a nurse who could reprogram. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va09933, implanted: (B)(6) 2013, product type lead. (B)(4).